Event description:
During angioplasty of the external iliac and distal common femoral arteries, the evercross balloon burst. The lesion was highly calcified. The evercross balloon was inflated with a syringe and it ripped down the center. When removing the burst balloon, it became stuck. The physician pulled on the catheter causing the balloon to rip in half, leaving approximately 7cm of balloon trapped in the vessel. A portion of the evercross balloon was snared, but a small portion was left in the soft tissue adjacent to the artery.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.